Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. According to the instructions for use (IFU),the controller data port is used to connect the controller to the monitor in order to download information from the pump to the controller and to send operational signals from the monitor to the controller. In addition, this port is used to connect alarm adapters which are used to silence "no power" alarms on a non-functioning controller. The IFU explains the correct method for connecting and disconnecting the data cable and alarm adapter to the controller to prevent damage to either of these components or to the controller data port. According to the IFU, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the plugs of the monitor cable and alarm adapter were not locking in place on the data serial port of the controller and would easily fall out. No damage was observed to the unit. The device had not been dropped and the user did not apply excessive force when trying to connect. The controller was exchanged with no consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The results of the analysis revealed that the controller was able to recognize the monitor data cable and was able to lock into place; all connections were stable with no abnormalities observed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.